Manufacturer narrative:
(B)(4). The device is to be returned for evaluation.

Event description:
As reported by an edwards (B)(4) affiliate, during bav, when the balloon was inflated approximately 80%, the balloon ruptured. The balloon could not be pulled back into esheath. Both the bav catheter and sheathed were removed together. Upon removal, it was noticed that the balloon catheter shaft and balloon were ruptured at two-thirds of the balloon length; however, the wire lumen was still intact. An incision was made to retrieve the part of the ruptured balloon. The remained piece of the balloon was found near right femoral artery (rfa) and successfully retrieved. A new esheath was inserted from the contralateral artery and a 23mm sapien 3 valve was implanted. After the incision was closed, blood flow of right lower extremity ¿could not be confirmed.¿ the incision was reopened and an ¿unknown white substance¿ was extracted. Blood flow of right lower extremity returned and the procedure was completed. The physicians stated; when the bav catheter was pulled back, resistance was felt; it was inferred that because it was pulled with too much force, it was ruptured; the extracted substance maybe vessel wall.

Manufacturer narrative:
The device was returned for evaluation. The distal portion of the balloon catheter was not returned. The balloon catheter was visually inspected and the following was observed: radial inflation balloon burst, both ends of the guidewire lumen were stretched, distal end of guidewire lumen was ribbed, the marker bands were intact, and there was a kink located approximately 1.5¿ distal from balloon to catheter bond. No other abnormalities were observed on the bav. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed on the relevant component features related to the reported complaint and the measurements met the wall thickness specification. A device history review was performed and did not reveal any issues that could have contributed to the complaint event. A lot history review did not reveal any other complaints for ¿balloon burst¿, ¿balloon catheter damaged¿, or ¿balloon catheter withdrawal difficulty¿. A review of complaint data for april 2017 revealed that the complaint rate did not exceed control limits for the trend category of ¿balloon burst¿, ¿balloon catheter damaged¿, or ¿balloon catheter withdrawal difficulty¿. No instructions for use (IFU) or training manual deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿balloon burst¿ was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve and/or annulus. Available information indicates that patient factors (severe calcification of the native valve) contributed to the balloon burst. The complaints for ¿balloon catheter damaged¿ and ¿balloon catheter withdrawal difficulty¿ were also confirmed based on the condition of the returned device. No potential manufacturing non-conformances were identified. The guidewire lumen was stretched, indicating that high force was used when withdrawing the balloon catheter from the esheath. It is likely that the burst balloon was unable to be fully withdrawn into the sheath due to its profile being affected by the burst. With pieces of the balloon caught at the sheath tip, the high force applied would have resulted in the observed damage and separation of the balloon as described in the cer. Therefore, it is likely that patient factors (calcification leading to balloon burst) contributed to the observed damage and withdrawal difficulty. Balloon burst the complaint for balloon burst was confirmed but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (calcification) may have contributed to the event. Since the occurrence rate does not exceed the april 2017 control limits for the trend category of ¿balloon burst¿, no corrective or preventative action is required. The complaints for ¿balloon catheter damaged¿ and ¿balloon catheter withdrawal difficulty¿ were confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (calcification leading to balloon burst) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.